Manufacturer narrative:
Section a2, a3: additional information. Section d6, g3: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not conclusively be determined. Additionally, a specific cause for the reported right heart failure and a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained approximately 1 hour of data from on (B)(6) 2020. The log file captured 145 low flow controller fault flags when calculated flow dropped as low as 1.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 61 lasted at least 10 seconds to trigger low flow hazard alarms. A low flow controller fault was also captured in the submitted controller periodic log file and multiple low flow values were recorded in the lvad log files as well. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended. The account communicated that the patient was in the hospital following surgery. The patient was experiencing recurrent low flow alarms and was unable to be weaned from the rvad. The system controller was swapped in order to upgrade to low flow software. Additional information was requested, but not provided. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The IFU also lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth/age, gender, and weight were not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the hospital fresh post-operation; however, the patient was having recurrent low flow alarms and unable to wean from rvad. System controller swapped in order to upgrade to low flow software. Log files submitted revealed low flows with high pi readings that seem to be physiological in nature. Additional information was requested but not provided.